Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Age: (B)(6). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01718.

Event description:
It was reported patient underwent a left hip revision. Approximately 2 months later, patient experienced 3 dislocations. Manipulation procedure was performed after each dislocation. Patient is being considered for a revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.